Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was admitted in the intensive care unit for diabetes ketoacidosis and high blood glucose of 1198mg/dl. Troubleshooting was performed. The time and date were correct. It was stated that the customer was under medication from his doctor and his basals were exchanged per his doctor's instructions. Ran a fixed prime test and the insulin exited. Performed a high pressure test twice and the insulin pump did not alarm. Advised the nurse to stop use of the insulin pump and to revert to back up plan. No further info was provided.